Event description:
Healthcare professional reported pump "administering 12% less volume infused as it was set up to infuse (accuracy issue)". Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Manufacturer narrative:
Z-800f pump (B)(6) was flow rate tested with a flow rate deviation of (B)(4) which is within manufacturing specifications. Reported issue was not confirmed. Pump meets passing criteria.